Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article ""arthroplasty for tenosynovial giant cell tumors"" (2016) by floortje g m verspoor et al. Published by acta orthopaedica doi 10.1080/17453674.2016.1205168 was reviewed. The article purpose: to analyze the results of arthroplasty in patients with t-gct. The article reports: the authors identified 141 t-gct patients and, of these, 17 received an arthroplasty procedure. Of these 17, 12 of them received a tka. There were only two patients that suffered from complications. One patient with neuropathic pain who underwent neurolysis for treatment. The other patient suffered from joint stiffness who was treated with mua. This last patient also developed tibial component loosening 6 years post-operation and underwent subsequent revision surgery. Cement was used on both of these patients although the manufacturer was not disclosed. The patella was replaced only in the patient with the neuropathic pain. Depuy products involved: pfc sigma. Complications: pain (1), surgical intervention (1)". This is to capture the adverse events associated with the (B)(6) year old female.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.